Event description:
Same case as 6000093-2007-01605. It was reported that during a coronary drug eluting stenting treatment procedure, the pt experienced decreased blood pressure and ventricular tachycardia (vt), and 2 hours post procedure, the pt died. The physician placed 2 taxus express2 drug eluting stents to the 90% stenosed lesion located in the severely tortuous, heavily calcified proximal to distal left circumflex (lcx) artery, a 2.5x16mm and a 2.75x16mm. Due to the heavy calcification, ablation was performed prior to stenting with a 1.75mm rotablator. The lesion was then predilated with a 2.5x15mm maverick2. The 2.5x16mm taxus stent was then placed in the distal lcx and the 2.75x16mm taxus stent was placed in the proximal lcx. During this procedure the pt experienced a drop in blood pressure due to worsening left ventricular function. Ivus and angiography were performed and flow did not appear sluggish. Approximately 10 minutes after angiography was performed, the pt experienced vt. The physician performed cardiac compressions, an intra-aortic balloon pump (iabp) was inserted and the pt was intubated. The pt died 2 hrs post procedure. An autopsy revealed there was no thrombosis or perforation present and no anomaly was noted with the coronary artery. The cause of death is unknown. The pt had been on the following medications since 2006; warfarin, bayaspirin, aspenon and insulin. Panaldine was prescribed in 2007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.